Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 7.0 mmol versus 5.7 mmol meter to lab. Tests were done within 10 minutes with a difference of 23%.pt did not experience any adverse events. No further info has been reported.